Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review was unable to be performed without product identification. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following there was asymmetric position of the femoral head within the acetabular cup suggesting polyethylene wear. No further evaluation was possible with the image provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #unknown, unknown 6degree 32mm head, lot #unknown. Item #unknown, unknown cup, lot #unknown. Item #unknown, unknown stem, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, hospital sent the implants to pathology. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent left hip arthroplasty. Subsequently, the patient is underwent a revision surgery due to poly wear. Additional information was requested however, none was provided.